Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016: product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 01-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had uncomfortable stimulation/overstimulation. The patient reported that after the manufacturer representative worked on the stimulator, they can¿t even lay on the right side because the stimulation is going off all the time. The reported that the rep stated that they think the wires were not even put in the back correctly because the patient never felt stimulation on the left side. The patient reported that they do not feel stimulation unless they are laying down in bed. It was reported that whenever the stimulation "goes off" it¿s real annoying and feels like electricity, like putting one¿s finger in the plug. The patient was offered to turn the stimulation down/off to see if that resolved the "annoying stimulation going off¿ but the patient declined. They didn¿t want to ¿mess with any setting¿. The reported that just the implant taken out. The patient reported that the therapy wasn't helping anyways because the back was hurting so bad. The patient reported that the came out of the implant surgery with a place on the back bone where the wires were put in and it hurt so bad, area still hurts. It was reported that implant doctor has been informed about the back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6)2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s friend/family member reporting that the patient¿s ins was never implanted correctly. The caller mentioned that the doctor did a CT in (B)(6) which showed where one of the leads were ¿kind of crooked¿. They stated that the patient had a stabbing pain in their back since implant. The patient went off of opioids as they were causing the patient short term memory loss ¿which was still effecting them a bit¿. Now the patient was only on tylenol and they were ¿putting up with the pain and ¿stuff¿. The caller mentioned how patient the was scheduled for surgery at 6 am, but did not have surgery until 6 pm because of an emergency. It was also reported that the patient quit charging four to five months ago ¿or longer¿ because the ins was ¿getting hard to charge¿ stating the patient would charge their ins for two to three hours and by the next day the ins would be depleted. The caller also reported ¿something was coming down¿. The caller asked if the manufacturer could help. They were redirected to follow-up with their healthcare provider (hcp). The event date was asked but was unknown, but they stated it began ¿a long time ago¿. No further complications were reported/anticipated.